Event description:
It was reported that during blood transfusion after programming the bag depleted much quicker than expected and the patient claims the rate changed to 999 ml/hour. Upon investigation by the customer the event logs showed evidence of the rate being changed on multiple occasions over the course of the 7 days of logs available. There was patient involvement, but impact was unknown. After additional follow up, the customer indicated: "based on the logs that were sent there is evidence to support the rate was changed manually and no malfunction was observed. Our team tested the pumps, and no issue were found."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over blood transfusion was not confirmed reviewing the data and no malfunction devices were provided for testing. The external and internal inspection could not be performed as the suspected devices were not received for investigation. The facility provided a description of the event issue; all device logs and the tests performed on the devices. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. The two suspect pump modules and suspect pcu logs were provided by facility to ascertain event details associated with the reported issue. The event issue date and time was not reported. The facility reported that according to their investigation into the logs that were sent there is evidence to support the rate change manually, no malfunction was observed; and there is no issue with the device or the staff involved. A review of the suspect pcu and two pump modules error log showed no error code and system malfunction code related to the reported event issue. The analysis was performed on the day who blood transfusion was reprogrammed to rate of 999 ml/h, which was on (B)(6) 2025. ¿ the facility provided logs from two pump modules and a pcu to investigate the reported issue, though the exact event time was not specified. Their review confirmed the rate change was manual, with no device malfunction or staff error. Error logs showed no related fault codes. ¿ the analysis was performed on the day who blood transfusion was reprogrammed to rate of 999 ml/h, which was on (B)(6) 2025. ¿ at 1:07 am, the suspect pcu (s/n: (B)(6)) powered on with two pump modules connected (s/n: (B)(6) and s/n: (B)(6)). ¿ at 4:44 am the suspect pump module (s/n: (B)(6)) was programmed a primary infusion of phytonadione (suspect to be) with rate of 138 ml/h and vtbi = 275 ml, pvi = 7457.34 ml and svi = 3570.93 ml (previous infusions), then infused 0.43 ml and lasted a minute. ¿ at 4:45 the suspect pump module (s/n: (B)(6)) was reprogrammed the infusion to rate of 999 ml/h and vtbi = 274.568 ml, pvi = 7457.77 ml and svi = 3570.93 ml, then infused 0.43 ml and lasted a minute. ¿ at 4:46 the suspect pump module (s/n: (B)(6)) was reprogrammed the infusion to rate of 135 ml/h and vtbi = 264.614 ml, pvi = 7467.73 ml and svi = 3570.93 ml, then infused 9.96 ml and lasted a minute. ¿ at 4:54 the suspect pump module (s/n: (B)(6)) was reprogrammed the infusion to rate of 999 ml/h and vtbi = 248.073 ml, pvi = 7484.27 ml and svi = 3570.93 ml, then infused 237 ml and lasted fifteen (15) minutes. ¿ at 8:34 am the suspect pump module (s/n: (B)(6)) was reprogrammed with the infusion of acetaminophen (suspect to be) to rate of 100 ml/h and vtbi = 40 ml, pvi = 5146.06 ml and svi = 7379.29 ml, then infused 20.27 ml and lasted seventy-two (72) minutes. ¿ at 8:46 am the suspect pump module (s/n: (B)(6)) was reprogrammed the infusion to rate of 999 ml/h and vtbi = 19.739 ml, pvi = 5166.33 ml and svi = 7379.29 ml, then infused 11.65 ml and lasted a minute. ¿ at 8:47 am the suspect pump module (s/n: (B)(6)) was reprogrammed the infusion to rate of 999 ml/h and vtbi = 2 ml, pvi = 5177.98 ml and svi = 7379.29 ml, then infused 5180.02 ml and lasted a minute. Bd alaris system user manual (v12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. Follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. The bd alaris system with guardrails suite mx user manual v12.1.2 within warnings and cautions; do not touch the administration set while closing the door and ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that over blood transfusion cannot be determined from the provided logs, tests and data. There were no devices returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received, and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during blood transfusion after programming the bag depleted much quicker than expected and the patient claims the rate changed to 999 ml/hour. Upon investigation by the customer the event logs showed evidence of the rate being changed on multiple occasions over the course of the 7 days of logs available. There was patient involvement, but impact was unknown. After additional follow up, the customer indicated: "based on the logs that were sent there is evidence to support the rate was changed manually and no malfunction was observed. Our team tested the pumps, and no issue were found."